Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges runny nose, congestion and excess phlegm since february of 2020. There is no allegation of serious or permanent harm or injury. Patient alleges they had to get an ultrasound and lung CT scan for the congestion. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.